Event description:
Event description boston scientific, crm received information that this right atrial lead's p-wave was noted to be extremely low at the patient's follow-up visit in april, 2006. However, the lead was functioning appropriately at that time. At the patient's follow-up visit on august 19, 2006, the p-wave amplitude was measured at 0.4 mv, and the lead impedance measurement was 2,500 ohms. This lead was explanted due to a reported lead fracture. Only part of the lead was explanted; the remaining lead portion was abandoned surgically. Analysis was requested, as well as a picture of the fracture, if confirmed. No adverse patient effects were reported.